Event description:
The issue was found during a junction repair (pyeloplasty) procedure and was completed using a similar device. No delay and no patient harm was reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information by the customer. Updated fields: d8, d9, h2, h3, h4, h6, h11 additional information fields: b5 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged couple device unit (r-unit) is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged couple device unit (r-unit) is broken and therefore the image is purple. The most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had a rose image (pink image). There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.